Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported that it was not known if the pump caused or contributed to the previously reported heart attack. At the time of the event, the health care provider (hcp) had thought that nothing was wrong with the pump. It was not until after the heart issue that the patient came back to the hcp and the hcp was unable to make any adjustments to the pump and noticed the problem. It was not known if the previously reported withdrawal was related to the event.

Event description:
It was reported that there was a pump alarm seen ¿last week or something.¿ the alarm was heard and confirmed by telemetry, reset occurred ¿ low battery. The reporter stated that the healthcare provider (hcp) was unable to do anything with the pump and claimed that the pump set itself to minimum rate mode on its own. The hcp reportedly saw multiple low battery resets in the event logs. The patient was currently set at minimum rate mode. The earliest known occurrence was (B)(6) 2014. It was unknown when the pump was to be explanted because, the patient was on blood thinners. It was noted that it could take a while to adjust the patient¿s medications to get the patient ready for surgery. The pump was used to deliver hydromorphone. It was later reported that the patient had a heart attack and went to the emergency room (ER). The hcp thought the patient was maybe experiencing withdrawal, but hcp did not understand the alarms. It was thought that the battery depletion was not normal. The patient was currently not receiving therapy. It was added that due to the patient¿s heart attack, they were on blood thinners and a pump replacement was not likely anytime soon.